Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, a pre-dilatation was performed with a 25 millimeter non-medtronic balloon, after which a new left bundle branch block (lbbb) developed. Following full valve deployment, the patient was observed to be in new atrial fibrillation (afib) with lbbb, no other complications were observed during or post-implant, and no post-dilatation was performed. Telemetry showed the afib rate controlled with no significant pauses. The patient was started on antiarrhythmic and anticoagulant medications (amiodarone and apixaban), then discharged to home on the first post-operative day.